Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
The child has been brought to the clinic reporting of not responding to name call while wearing only the left side device. Re-implantation is considered.